Event description:
It was reported that the registered nurse inserted the foley catheter, and as they were trying to inflate the balloon, it only accepted about 6ml of fluid and then started to bubble at the bottom right above the syringe connection port. Representative asked if the foley was inserted far enough and they assured it was and also draining urine. With that being the patient¿s second foley, they initially decided to leave it in place. The patient started experiencing frank bleeding, so they were concerned for bladder injury from the cesarean section. They did end up taking them back to the operating room for surgery or bladder repair. The foley described was removed and another was placed at the appropriate time for what they were doing in their procedure. With this third foley, they decided to test the balloon prior to inserting to verify they would not have the same concern. It did inflate fine but would not initially deflate. However, once they removed and reconnected the syringe, it deflated without a problem and so was then inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon. Remove foley catheter from wrap and lubricate catheter. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use ofless than 10cccan result inasymmetricallyinflated balloon. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse inserted the foley catheter, and as they were trying to inflate the balloon, it only accepted about 6ml of fluid and then started to bubble at the bottom right above the syringe connection port. Representative asked if the foley was inserted far enough and they assured it was and also draining urine. With that being the patient¿s second foley, they initially decided to leave it in place. The patient started experiencing frank bleeding, so they were concerned for bladder injury from the cesarean section. They did end up taking them back to the operating room for surgery or bladder repair. The foley described was removed and another was placed at the appropriate time for what they were doing in their procedure. With this third foley, they decided to test the balloon prior to inserting to verify they would not have the same concern. It did inflate fine but would not initially deflate. However, once they removed and reconnected the syringe, it deflated without a problem and so was then inserted into the patient. Per additional information received via mail on 31dec2024, stated that it did not seem that any injury was attributed from the foley catheter. The foley catheter was replaced with another during a procedure the patient had just shortly after the original foley catheter was placed.